Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes .

Event description:
It was reported that on (B)(6) 2003, the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l2 tol5. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine . The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op patient allegedly had "increasing low back pain" . "The patient continues to experience chronic lower back pain, with pain radiating down to her hips, legs and knees, and numbness in lower back. She experiences balance issues, is constantly leaning to the right, and cannot sit, stand, or walk for long periods of time. She requires a cane, walker and wheelchair for assistance. Patient also suffers from urinary incontinence." On (B)(6) 2004 and (B)(6) 2009, revision surgeries were performed due to severe pain and symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.